Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 27 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed correctly. The reservoir volume recorded in the insulin pump did not correspond with the amount of insulin actually remaining in the reservoir. The displacement and prime tests passed. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back and perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.